Event description:
User alleges upon attempting usage, disposable alarming - attempted to reposition the rod and the metal inner rod came out of the bottom connector with blood leaking from top of rod. Later noticed water chamber filled with blood.